Manufacturer narrative:
The device's blade mount was replaced and the device was returned to the account.

Event description:
It was reported that the blade mount on the sagittal saw was chipped. This was found when the handpiece was being repaired at the MFR. There was no pt or adverse consequences related to this event.